Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's friend was reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2018 with blood glucose of over 700 mg/dl and diabetic ketoacidosis. Patient's other blood glucose value 490 mg/dl. Customer was treated with manual shot and intravenous drip. Customer also reported blank display and failed battery alarm. The customer was wearing the insulin pump during the hospitalization. The device is expected to be returned for analysis.